Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the tower door 1 experienced repeated operational failures and became locked; although recovery was possible, the system consistently displayed a maintenance required warning prior to completion. Additionally, the operating system became unresponsive for approximately 20 seconds when using the barcode reader, after which normal operation resumed; multiple restarts were performed, but the issue persisted. However, there were no delays or adverse events or injuries reported based on this event.